Event description:
Reporter indicated that the patient had passed away and that the cause of death is believed to be seizure related. An autopsy report is pending. Attempts to obtain additional information have been made, however, no response has been received to date.